Manufacturer narrative:
Results: the distal end of the embolization coil was hanging out of the distal end of the introducer sheath, and the stretch resistant (sr) wire was fractured. There was no visible damage to the introducer sheath. Conclusions: evaluation of the returned pod4 coil revealed the sr wire was fractured. This damage was likely incidental, and likely occurred due to forceful manipulation of the pod4 coil against resistance. The pusher assembly was not returned for evaluation and, therefore, the root cause of the inability to advance the pod4 coil could not be determined. The non-penumbra microcatheter and ruby coils mentioned in the complaint were not returned for evaluation. Pod4 devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00871, 3005168196-2016-00872.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and pod4 coils. During the procedure, while the physician was attempting to advance a pod4 coil through another manufacturer's microcatheter, the pod4 coil would not completely advance out of its introducer sheath. The pod4 coil was removed and a new ruby coil was then successfully deployed and detached into the aneurysm. While attempting to advance two additional ruby coils through the same microcatheter, the physician experienced resistance and subsequently, both ruby coil pusher assemblies became bent. Therefore, the ruby coils were removed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.